Event description:
It was reported that the user, who participated in survey for ilet experience study experienced a hypoglycemic event and stated there was an overlap of insulin while using the ilet bionic pancreas. Symptoms included low blood glucose consistent with hypoglycemia. Customer care attempted to obtain additional event details and blood glucose information from the user without success. Investigation of this case revealed insufficient information to identify a device malfunction or user error. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported alarms or alerts and no hospitalization or medical intervention. It was concluded that the cause of the hypoglycemic event remains unclear and additional information from the user is needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.